Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No error alarm was noted on the alarm history screen. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
Customer's wife reported receiving a motor error alarm on the insulin pump during priming. Customer's blood glucose level was 123 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.